Event description:
Family member of home pt (hp) contacted baxter's technical service center for assistance in ending the hp's apd therapy during fill 10/10, due to pt discomfort. Reportedly, the hp's prescribed fill volume had been increased to 500cc/exchange per the physician, and they had advised the hp to end therapy if discomfort occurred. In follow up with the hp's family member, family member relayed the hp had been feeling stomach pain during the fill cycle and pain in their rectum and vagina area during the drain cycle of their apd therapy. Due to the low fill volume being instilled, the hp was utilizing the homechoice low recirculation volume apd set with cassette 4-prong. As the hp's fill volume was increased, the hp was switched to the homechoice automated pd set with cassette 4-prong. The hp's family member stated that since being switched to the alternate homechoice set, the hp's discomfort had subsided. However, additional follow up with the hp's rn revealed the hp was seen in the clinic and noted to be experiencing similar discomfort. The rn reported the hp's fill volume has gradually been increased to 900cc and the hp has been placed on tidal therapy and no additional incidents have been reported.